Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that during a knee arthroplasty the provisional broke upon insertion.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Visual inspection of the tasp top confirms that the component fractured into two pieces with both pieces returned. The fracture occured along the medial edge of the post, extending from the anterior portion of the provisional to the posterior edge. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured before the design modification and was part of the re-design scope. Therefore, the root cause is considered to be a previously addressed design issue.